Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube, the motor, and the liquid display board.